Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe's packaging perforation was difficult to tear, causing it to rip and expose the syringe. The following information was provided by the initial reporter: "difficult to separate the syringes. Perforations between syringe packaging are becoming difficult to tear. When forced the packaging sometimes rips and the syringe becomes exposed to air."

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 302832 and lot number 1215161. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ tip syringe's packaging perforation was difficult to tear, causing it to rip and expose the syringe. The following information was provided by the initial reporter: "difficult to separate the syringes. Perforations between syringe packaging are becoming difficult to tear. When forced the packaging sometimes rips and the syringe becomes exposed to air."